Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott that the ipg would not communicate. The patient programmer showed error 2501 and the charger could not locate the ipg. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.